Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.